Event description:
Customer called to report a fluid leak that appeared to be cleaner, coming from underneath the coulter lh780 hematology analyzer. The field service engineer (fse) inspected the instrument and observed that the source of the leak was quick disconnect (qd) 7 not being properly secured, and came loose as a result. The fse locked qd7 together securely, after which there was no further evidence of leaking. The root cause for the leak was that the qd7 had come loose. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).